Manufacturer narrative:
(B)(4). UDI: (B)(4). The field service representative (fsr) was unable to duplicate the complaint. He tested calibration and it passed. The o2 sensor was replaced as a preventative measure. He calibrated three more times and verified operation of the sensor. The system 1 was rebooted, he performed calibration three more times and all passed. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) sensor would not calibrate. The customer attempted another calibration and it passed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). He connected the epgs to o2 and air, entered a perfusion screen on the ccm. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct durrent (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.69 volts which is within the specification of .55-2.758 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.